Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a severely tortuous and severely calcified shunt in the brachial vein. A 4.0mmx40mmx40cm sterling balloon was advanced for dilatation of the anastomotic part. However , during the third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 20mm from the tip and approximately 25mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in a severely tortuous and severely calcified shunt in the brachial vein. A 4.0mmx40mmx40cm sterling balloon was advanced for dilatation of the anastomotic part. However , during the third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.